Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the pump found it to have damaged lens, a cracked battery compartment, damaged ail sensor and a bubbled dso seal. Device underwent functional motor test, and the reported customer complaint was confirmed. It was noted to have debris from a damaged battery compartment stuck in gears. The problem source however has been determined to be unknown; this investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Information was received that a smiths medical cadd solis vip pump had error 41622. No adverse effects reported.